Event description:
It was reported that there was oversensing. Due to the small r-waves, sensitivity was kept the same and the lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).